Manufacturer narrative:
The dentist did not provide patient-specific information and as such, this report is being made to cover both endodontic treatments.

Event description:
On (B)(6) 2015, 3m espe was informed about two patients who required endodontic treatment after completion of class 5 restorations which used 3m espe scotchbond universal adhesive as one of several products in the treatment process. The dentist reported that he did a separate etch step using phosphoric acid prior to use of the scotchbond universal.